Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they experienced a sudden sharp electrical shock and burning sensation in the area of the implant. The patient stated that their stimulation was turned off when the issue occurred. It was noted that the patient¿s stimulation hadn¿t been turned on for about a month or so. The patient used their recharger to try to turn stimulation on but they weren¿t able to. The patient stated that they assumed they couldn¿t turn stimulation on because the implant was dead. No falls or traumas were reported that could be related to the issue. The patient was to follow up with their healthcare provider (hcp). It was recommended that they leave stimulation turned off until they had the device checked. Indication for use is non-malignant pain.